Event description:
It was reported that after the activation of this artificial urinary sphincter (aus), it functioned properly for a few days but then reverted to urine loss. An infectious process occurred in the scrotal sac, requiring hospitalization for treatment for seven days. This later progressed to the discharge of blood-stained secretions through the urethra. A cystoscopy was performed, revealing urethral erosion with the cuff visible in the urethral lumen. The aus was removed and a urethroplasty was performed to fix the urethra. Additionally, foreign material, suspected to be bacteria, was identified, and the pump was found to be collapsed. No further patient complications were reported.